Event description:
It was reported that the patient presented to the emergency room feeling symptomatic. Loss of ventricular capture due to lead dislodgement was observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.